Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to patient presented with hip pain. Surgeon elected to do a head and liner swap out.

Manufacturer narrative:
Complaint has been evaluated and is similar to: (B)(4); 932-36-752, s807 - pain, revision surgery note: the primary or previous dticket was not provided, therefore, the items revised could not be verified. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.